Event description:
Baxter global affiliate in china reported possible hemolysis occurred during treatment on the baxter meridian device. Healthcare professional (hcp) reported the rinse process of the dialyzer was initiated prior to hemodialysis. Hcp stated during the rinse process the device entered a bypass mode; however, hcp initiated patient (pt) treatment. Hcp reported once the blood passed through the dialyzer the blood was reported to be black. Hcp suspected hemolysis and indicated pt experienced some loss of blood, but no medical intervention was necessary and no pt injury resulted from this event. Further details regarding this event were not available for this report.